Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "prior to spiking blood product, y-type blood set was primed with nss clamp locked on nss after priming. Blood then primed, chamber primed, tubing prime using sterile sample cup prior to connecting to patient. Patient sent to endo halfway through transfusion. Once patient in endo, switching to a new pump, y-type blood set noted to have air pocket. Chamber is not as filled as prior. Tubing was switched out to different set, which appeared to not be affected."